Event description:
It was reported that the customer's insulin pump was not functioning. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. However, the device had protruded drive support disk and scratched display window.